Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals and is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient embolism remains unknown.

Event description:
During an atrial fibrillation procedure, air was noted at right coronary artery under contrast radiography. After transseptal puncture three biosense preface sheaths were placed, and left atrial mapping on the ensite was being performed. While mapping the geometry, the st segment rose on the system, and air was noted at the right coronary artery under contrast radiography. The air was aspirated and the st segment dropped normally and the preface sheaths were replaced with braided swartz sheaths. Air was noted at the pulmonary artery before inserting the braided swartz sheaths into the left atrial but the vital sign did not change. The air was aspirated and the braided swartz was replaced and the procedure was completed with adverse patient consequences. No additional femoral vein puncture was required for replacing the sheath.